Event description:
It was reported that when the lead was inserted into the header, the setscrew would not click or seat on the lead. It was attempted four or five times, but could not be tightened. They had not backed the setscrew at all. Trying a different torque wrench did not resolve the issue. The lead was fully inserted and showed blue in all of the windows. The healthcare provider did not feel the setscrew turn, but had on a previous attempt. There was tension on the lead. All impedances were within normal limits. Following implant, the patient was doing well and was very pleased with therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).